Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2014; 693558 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an superior vena cava (svc) lead impedance warning on a device that does not have an svc coil. The device remains in use. It was also noted that the left ventricular (lv) lead was non functional and was programmed off. No patient complications have been reported as a result of this event.